Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported needle retraction issues. The sensor was inserted on (B)(6) 2018. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An inspection was performed and found that the applicator was returned fully deployed and had no physical damage or significant abnormalities. Confirmation of the allegation and a root cause could not be determined.